Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a regular device check the patient with this implantable defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited an out of range pacing impedance measurement greater than 2000 ohms. All other lead measurements were reported to be stable and within normal ranges, however some previous non sustained ventricular tachycardia events were found showing noise. Additionally an x-ray was taken indicating possible lead damage. The local area field representative reported the physician performed a surgical procedure determining the root cause of the issue to be a connection problem. The lead was not fully inserted into the device header and the physician successfully resolved the issue. Defibrillation threshold (dft) testing was performed with good results and all lead measurements were stable and within normal ranges. No adverse patient effects were reported.